Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis of the lead found it to have been returned in 2 pieces. An insulation abrasion was observed at 11.1 cm to 11.4 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. Surface abrasions were also noted on the outer insulation. (B)(4).